Event description:
It was reported that the patient presented to the clinic for a follow up. During interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned. The helix was found retracted and clogged with dried blood/tissue. Electrical testing was normal. In addition, visual and x-ray inspections were also found normal.